Event description:
Daughter of home patient (hp) reports pt line of homechoice set was not priming completely. Daughter discontinued treatment and set up new supplies. Per rn, there was no pt injury or med intervention as a result of incident.